Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received via a clinical study that a patient underwent a re-operation which included irrigation and debridement of wound infection.